Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Customer (B)(6), reported that weld came apart. Customer was not able to provide any other info.